Event description:
Lap chole - "fired first clip & second clip and worked, fired third and clip scissored. Sending picture with product. Was able to take the scissored clip off and start over. Worked after that. Dr. Is still concerned feeder guard will continue to get in the way." Patient status - "good."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Although the root cause of customer's experience could not be determined, clips may scissor if the application structure size and/or the clip application depth prevent the clip toes from meeting during closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
Ra has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.